Event description:
A report of no flow of solution associated with the use of a flo-gard volumetric infusion pump was received for which there was no clinical info. According to the reporter, the infusion pump was set up to infuse an unk amount of heparin at a rate of 14ml/hr. Reportedly, several hours later the setup was found to have no drops forming in the drip chamber. According to the reporter, the infusion was started using the same tubing set on another pump and there was no pt injury associated with this report. No additional clinical info was able to be obtained.